Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that while the guidewire was pushed through the microcatheter, the hydrophilic coating was peeled off .there were no consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned wrapped around itself and along with the excelsior sl-10 microcatheter used. Analysis of the returned device revealed that there were no anomalies noted to the ptfe (polytetrafluoroethylene) and hydrophilic coating. The guidewire was not shaped on its distal section. The guidewire was introduced and advanced through the excelsior sl -10 catheter proximal end during functional evaluation. There was resistance encountered during advancement of the guidewire through the microcatheter. Information available indicated that no anomalies were noted to the guidewire prior to use and no anomalies were noted to the coating on the guidewire during device analysis. The reported peeling of the guidewire coating could not be confirmed during analysis. Therefore, an assignable cause of "not confirmed" has been assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that while the guidewire was pushed through the microcatheter, the hydrophilic coating was peeled off. There were no consequences to the patient.